Event description:
Patient reported, a left side rupture. Diagnosed via ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Health effect - impact code: f2203. A review of the device history record has been initiated.  If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional event, product, and/or patient details is not attainable. Reason for reoperation:  rupture.

Event description:
Patient reported a left side rupture diagnosed via ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening sharp assessed, as unidentified (tear) opening (shell thickness was within specification). And observed, two openings striated assessed, as to surgical damage. Observed, non-penetrating nicks striated in the anterior side assessed, as to surgical tool scratch like. Additional observations: yellow particles observed, in the device. Wear abrasion observed, in the device. Black mold observed, in the surface of the device. No further actions are required, as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported, a left side rupture. Diagnosed via ultrasound. Device has been explanted and replaced.